Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via review of the controller log files since log analysis revealed the controller was not in use at the time of the complaint. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection as a result of the serial port connector being loose. However, the serial port could transfer data via the serial cable and silence the no power alarm. This is an incidental finding and not related to the reported event. Therefore the cause of the reported issue could not be determined. The supplier has opened an investigation to evaluate the loose connectors. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Patient states having issues with controller during his outpatient clinic visit. However, based on his account, it's unclear what malfunction is occurring." The controller was recently found in the vad office with a sticky note on it stating rga needed. The patient stated that the controller was "draining both batteries at the same time." There was no patient injury.